Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6). (B)(4).

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the pump had no power. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 08/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/22/2016 with the following findings: a review of the black box indicated a call service 87 alarm had occurred on 04/13/2016. The pump emitted a call service 69 alarm on power up and the alarm could not be cleared. The presence of audible tones/alarm features indicated the pump had power. The pump casing was removed and no internal defects were found. Additional testing for the alleged power complaint could not be completed due to the alarm. Unrelated to the original complaint, investigation revealed that a language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.